Manufacturer narrative:
The device was discarded by the customer, therefore no product analysis can be performed. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that during the attempted implant of this 34mm tricuspid bioprosthetic ring, the ring was "wasted". The physician implanted the ring but "did not like the repair and removed the ring" during the procedure. The physician stated that there was nothing wrong with the ring. A 31mm medtronic bioprosthetic valve was successfully implanted in the tricuspid position. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: this investigation revealed no intrinsic evidence to indicate an issue related to manufacturing. Based on the information received, there was no indication of product quality issue with the ring and there was no reported malfunction.